Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system was restarting and shutting down on its own. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The central processing unit (cpu) was replaced for evaluation. The system was tested and found to meet product specifications. The system was manufactured on july 14, 2008. Based on qa assessment, the product met specifications at the time of release. A central processing unit (cpu) was received for evaluation. A visual assessment of the returned sample and showed no issues. The cpu was installed into a calibrated hotbed with no issues. The console was rebooted and a host memory diagnostic test was performed and passed all tests. The sample met specifications. The sample met specifications. Therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).